Manufacturer narrative:
Product analysis :the cannulated drill is fractured at the intersection between the drill tip and the driving shaft. The rapid cross sectional area reduction of this transition creates a potential stress concentration under bending loads or lateral impact, such during off-axis instrument usage. Optical examination of the fracture surface identified a quasi-brittle fracture with river lines which appear to flow toward the center of the part, with apparent shear lip at ID of the shaft. The tip was not returned. Conclusion: direction of fracture propagation and internal shear lip suggest bend stress overload.

Manufacturer narrative:
(B)(6). (B)(4). The product is returned and evaluation is yet to happen. Image review results are not yet available. Hence it is difficult to draw any conclusions.

Event description:
It was reported that patient underwent fusion surgery at o-c2 (c1/2 magerl). During surgery, surgeon connected drill bit to power tool and tried to create pilot holes over the guide wire but he could not advance the drill due to hard bone. When surgeon pulled out the drill bit once he noticed that the tip of the drill was broken. Remaining tip of drill in the patient was removed using needle-nose pliers. After that, it was difficult to create pilot holes even using another instrument so guide wire was removed. The surgeon created pilot holes with cervical probe and drill again. Guide wire was not used and screw was inserted under fluoroscopic image. The surgeon commented that patient was athetoid and drill might have been broken due to deformation and thickening of bone. He also commented the drill bit might have been broken by metal fatigue because drill bit could not create pilot holes at the surgery but probe did. The surgical time was extended for 16-30mins. Patient complications were reported unknown. It is unknown if any fragment is remaining in the patient until the CT and MRI observation will be conducted. No patient complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.